Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received that this pacemaker was explanted and replaced. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.